Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim. (B)(6) hospital is reporting leaking at the top y-site of 2420-0007.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by customer that the set is leaking at the top y-site. One sample of item 2420-0007 was received for quality investigation. Visual examination was conducted on the sample and no damages or abnormalities were identified. The infusion set was then primed and a leak was identified at a tubing junction. The customer complaint of leakage was confirmed. The investigation was continued at the manufacturing facility. The potential root cause for the issue was lack of adhesive applied by the automatic process. A revision of the injection system to the adhesive was conducted and no further abnormalities were detected. This issue was considered an isolated case and controls and preventative maintenance are in place. A device history record review for model 2420-0007 lot number 24063127 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.